Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) and restricted overriding septal leaflet for a triclip procedure. During the procedure, first triclip was implanted on the septal and anterior leaflet (s/a), second triclip was implanted on the central side of septal and anterior leaflet (s/a), third triclip was positioned on the posterior and septal leaflet (p/s) and the clip was released. After release of third triclip, it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the septal leaflet. Fourth triclip was implanted on the central side to stabilize the slda. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.